Event description:
The valve was perforated. During the surgical procedure of ventricular peritoneal derivation, there was a problem with the valve, when it was being implanted into the subcutaneous space, occurring the leakage of the liquoric content through a fissure in the side of the valve. (B)(4) additional information explained that there was a delay in surgery as the doctor had already implanted the system, and after, he had to remove this system and put another one. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4)..

Manufacturer narrative:
Additional information. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4).